Event description:
It was reported that this right ventricular (rv) lead exhibited repeated lead dislodgement after implant. This rv lead was subsequently removed for evaluation, during which inspection identified a bent helix. No additional adverse patient effects were reported.